Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a audio tone/vibration (no sounds) issue. There was no indication the product caused or contributed to and adverse event. The device was returned to the manufacturer and investigated by product analysis on 21-dec-2017. On investigation, the audio tone function of the pump was fully operational without issue. Investigation did not duplicate the complaint. Unrelated to the complaint, the battery compartment was noted to be cracked and the display was found to be dim and discolored.